Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and couple of days into support the patient developed hemolysis and positioning issue and low pump flow were encountered. Five days post start of support, hemolysis with positioning issue presented. The physician was made aware of the evidence of hemolysis throughout the day, and repositioning was requested. There were continuous suction alarms when the pump was pulled into the descending aorta. Repositioning under fluoroscopy was attempted, but the correct position could not be obtained. Repositioning was attempted under transesophageal echocardiogram and unsuccessful as well. The decision to explant and replace the impella cp pump was made and successfully completed. The patient was stable, and patient support continued while waiting for primary percutaneous coronary intervention or coronary artery bypass graft surgery decision.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ section: impella catheter too far in the left ventricle ¿if the impella catheter is positioned too far into the left ventricle, the patient will not receive the benefit of impella catheter support. Blood will enter the inlet area and exit the outlet area within the ventricle. Obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine. If the impella catheter is too far into the left ventricle, echocardiography will likely show the following: ¿ catheter inlet area more than 4 cm below the aortic valve ¿ catheter outlet area across or near the aortic valve¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿

Manufacturer narrative:
The investigation of low pump flow, positioning issues, and hemolysis has been completed. No pump returned for investigation. Data logs do not indicate flow issues. There are no mc spikes. There are brief suction alarms. Clinical states that the pump was engaging with the papillary muscles and was unable to be repositioned. The cause of the positioning issues was not determined since product was not returned and there is a lack of clinical details. The cause of the hemolysis issue was most likely improper positioning of the device.